Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. A separated set cap was discovered and confirmed by baxter personnel. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received one (1) device for evaluation in (B)(4) master complaint. This complaint is being opened to address conditions discovered during service. Per the evaluation- "one filled unit was received containing no fluid in the reservoir. Visual examination of the unit showed no evidence of separation from the filling port duckbill valve and administration tube set ". However, the end-cap and set-cap were found separated from the housing. No trace of solvent was detected on the end-cap. Additionally, the delivery tubing was noted cut. The cut mark was observed to be jagged, not a smooth cut. The coil tubing inside of the housing was also found cut. No other defects were found on the unit. Please see photos of the unit in the attachment of results of evaluation for evidence of finding." This complaint will address the separated set-cap. No additional information.